Manufacturer narrative:
Product manufacturing site updated due to receipt of information related to product information. Manufacturer report number corrected and reported under 2028159-2017-01469 for (B)(4).

Manufacturer narrative:
Additional information provided in d.4., h.3., h.6. And h.10. H.3., h.6., evaluation summary: two photos were provided that were associated with three different complaints received from the same customer. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Two photos were provided of the probes and tubing coiled on bubble wrap by the customer. The probes have silicone tubing over the needles. Photo 1 shows three probes and photo 2 shows a larger view of just one 23ga probe. Both photos appear to show that the probes are visually in good condition, with no damage. No conclusion in relation to the complaint issue can be concluded based on the returned photos. One probe sample was returned for evaluation for the report of not working (actuation) during surgery. The returned sample was visually inspected and deemed conforming. Dried surgical material was present on the needle from its use, but was able to be easily wiped off the needle. Fit testing of the probe needle through a trocar was performed after the surgical material was removed and was deemed conforming. Actuation testing was performed and deemed conforming. Cut testing was performed and deemed conforming. The probe was disassembled and the components inspected. There was approximately 15 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The complaint evaluation does not confirm the probe had an actuation or cut issue. The probe performance testing met specification. The exact root cause of why the customer thought the probe did not actuate cannot be determined from this evaluation. The surgical material on the probe needle may have cause the probe not to actuate if the probe use was stopped for some reason and then attempted to use again. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6., evaluation summary: two photos were provided that were associated with three different complaints received from the same customer. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Two photos were provided of the probes and tubing coiled on bubble wrap by the customer. The probes have silicone tubing over the needles. Photo 1 shows three probes and photo 2 shows a larger view of just one 23ga probe. Both photos appear to show that the probes are visually in good condition, with no damage. No conclusion in relation to the complaint issue can be concluded based on the returned photos. One probe sample was returned for evaluation for the report of not working (actuation) during surgery. The returned sample was visually inspected and deemed conforming. Dried surgical material was present on the needle from its use, but was able to be easily wiped off the needle. Fit testing of the probe needle through a trocar was performed after the surgical material was removed and was deemed conforming. Actuation testing was performed and deemed conforming. Cut testing was performed and deemed conforming. The probe was disassembled and the components inspected. There was approximately 15 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The complaint evaluation does not confirm the probe had an actuation or cut issue. The probe performance testing met specification. The exact root cause of why the customer thought the probe did not actuate cannot be determined from this evaluation. The surgical material on the probe needle may have cause the probe not to actuate if the probe use was stopped for some reason and then attempted to use again. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample has been received to the manufacturing site and it is awaiting investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received. (B)(4).

Event description:
A nurse reported that a vitrectomy probe did not cut during a vitrectomy procedure. The device was exchanged and the procedure could be completed with no patient harm. Aspiration function is unknown. Additional information has been requested but not received.